Event description:
It was reported the programmer displayed a system error regarding the programming head. The software repair disk was attempted, with no success. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer powered up with an error. It was also noted that the system fan was noisy and the stylus was missing.